Event description:
A ventilator was returned to the MFR for svc. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the MFR's svc ctr, issues related to the device's sys board and active exhalation control module were observed. The customer rejected the estimate and the device was scrapped.